Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure of this right ventricular (rv) lead there were variations in r-wave amplitudes. Therefore, the physician repositioned the lead. The r-waves continued to vary and pacing was attempted at 5 volts with no capture and impedance measurements were greater than 2,000 ohms. The physician retracted the helix and removed the lead. It was reported that the physician identified a lead issue right away. The lead therefore was not used and a competitor's product was successfully placed. No further complications were reported.